Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot 225364241 was returned and analyzed. Visual inspection was performed, and a kink/twist was observed on the catheter shaft, and a broken/detached introducer was observed at the tubing proximal end. Vis ual inspection of the loop segment area showed the loop was intact with no apparent issues. No damage was observed along with the tip/loop section of the mapping catheter. Visual inspection of the tubing area showed the tubing was intact with no apparent issues. No damage was observed along with the tubing section of the mapping catheter. Visual inspection of the electrode(s) showed the electrode(s) were intact with no apparent issues. All electrodes exist on the loop section and no cosmetic issue or anomalies were identified. Visual inspection of the shaft segment area showed the shaft was kinked approximately 20 inches from the connector. Visual inspection of the introducer showed the introducer was broken at the proximal end. Visual inspection of the connector showed the connector was intact with no apparent issues. No damage or any other issue was observed along with the connector. In conclusion, the mapping catheter failed the returned product inspection due to a shaft kink and a broken introducer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, an unknown system notice was received and the screen failed and produced a mosaic. The case was switched to and completed with radiofrequency. No patient complications have been reported as a result of this event.